Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: initial analysis found that the main printed circuit board (pcb) and interconnect flex had intermittent failures. Further analysis was performed on these parts. Visual inspection revealed no anomalies. Bench and functional analysis also revealed no anomalies. Conclusion: no defect found, could not confirm the failures seen during repair of the device.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).